Event description:
Device 1 of 3. Ref. MFR. Report: 1627487-2013-24170, 1627487-2013-24171. It was reported the patient experienced a sudden loss of his scs stimulation therapy. An sjm representative met with the patient and programmed the patient's scs system, however, the patient's stimulation therapy was not regained. The issue has been discussed with the patient's physician, and the physician plans to use a less invasive treatment and will give the patient injections and assess if the pain can be managed with the injections.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.